Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, an insulation defect was noted on the right atrial (ra) lead. The lead was repaired with medical adhesive and capped. A new lead was successfully implanted and the patient was stable with no consequences.